Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged cancer. Medical intervention was not specified. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Repair evaluation was received on 10/13/2025 and h11 is updated as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged cancer. Medical intervention was not specified. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally and internally, observed unknown black contaminate was on the exterior of the rear panel. The technician also observed dust like contaminate on the ui panel, ul knob, top enclosure, keypad, rear panel, bottom enclosure, blower motor, blower box, dc jack color insert, and the p4 power connector. Tey also found hairlike fibers on the interior of the top enclosure and the interior of the bottom enclosure. The manufacturer observed keratin-like substance was observed on the blower box outlet. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation in the device and they were unable to directly address the symptoms. Sections d8, d9, h2, h3, h6 has been updated in this report.